Event description:
The facility reported an infuso.r. Pump with "when you turn the pump on, it only works for 5 minutes". This condition occurred during preventative maintenance in the (B)(4). This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an ipump with a malfunction of "when you turn the pump on, it only works for 5 minutes" was not confirmed during device evaluation. However, quality engineering was able to confirm a system 32 alarm. The cause of the problem was a motor control failure. There were no repairs/upgrades performed on the device since it is a stay in unit. The initial medwatch erroneously stated the device was an infuso.r. The correct device is an ipump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.